Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an external pulse generator (epg) failed to sense. No patient complications were reported as a result of the event.